Event description:
The customer reported a filament regulator error. The field engineer responded that this issue did happen during a case. This malfunction may have a resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.